Event description:
The event is reported as: complaint alleges: "one side of the male locking member of a clip was missing, so it could not be locked. The anomaly was found when the clip was loaded into the applier and therefore the clip was not used for clamping a vessel." Defect was discovered during an unknown procedure. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent after completion of investigation.